Manufacturer narrative:
(B)(4). Device evaluated by manufacturer: the device was not returned for analysis. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that shaft detachment occurred. The 70% stenosed target lesion was located in the bifurcated left anterior descending. A guidezilla¿ guide extension catheter was used. After the procedure was finished, the device was pulled out from the patient's body and it was noted that the distal part of the device detached at the collar. No patient complications were reported and the patient's condition was fine.